Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 78 years old patient with a 25mm carpentier edwards valve implanted in the mitral position underwent a double valve-in-valve (viv) procedure after an implant duration of seven (7) years and nineteen (19) months due to stenosis and probably endocardial process. The patient presented with severe dyspnea before the viv procedure. A 23mm transcatheter valve was implanted within the pre-existing surgical edwards valve. The patient was stable at home.

Manufacturer narrative:
H10 manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated: b5 (describe event or problem), g3 (date received by manufacturer). Added: b7 (other relevant history), e1 (reporter name). H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification that this 78-y-o patient with a 25mm carpentier edwards valve implanted in the mitral position underwent a double valve-in-valve procedure after an implant duration of seven (7) years and nineteen (19) days due calcific degeneration leading to stenosis affecting both aortic and mitral valves. The patient presented with severe dyspnea before the valve-in-valve procedures. A 23mm sapien 3 ultra valve was successfully implanted in the mitral position within the pre-existing surgical edwards valve using the transapical approach. The patient was discharged.